Event description:
Procedure type: hernia. According to the reporter: the pt was seen for multiple hernias. Mesh was utilized for repair of damaged area. Five months post-operatively, the pt presented with severe abdominal pain that worsened. She notified surgeon for ongoing discomfort. Current diagnosis is gastroparesis.

Manufacturer narrative:
(B)(4).